Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband experienced high blood glucose level in the range of 420 mg/dl. Customer stated that the insulin not going through and there was an instance that the infusion set got caught on the serter and the customer thinks it was inserted but it was not inserted. Customer did not report that the infusion set tape did not fit properly in the insertion device. Customer feel lousy, frustrated and worn out. Customer did not use the minimed 670g system. The insulin pump will not be returned for analysis.